Event description:
A magnesium sulfate solution was still flowing in the drip chamber of the IV set after the pump had been turned off and the IV tubing remained in the pump. The amount of solution delivered was not reported, however the pregnant 21 yr old pt became lethargic and was given 1 gm of calcium gluconate and oxygen in response. The pt returned to pre-incident status and no add'l pt intervention was required.